Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving fentanyl (3000 mcg/ml at 1100 mcg/day) via an implanted pump. The indication for use was spinal pain. It was reported the hcp originally saw the patient on friday, november 1. The patient complained of hearing an alarm. The hcp interrogated the pump but no alarm warning was given by the tablet programmer. They checked the catheter through the side port and the catheter was patent. The hcp sent the patient home and the patient went into full opioid withdrawal on friday evening and went to a local hospital. They treated the patient with a drip and sent them home but the patient reported back to a hospital yesterday again in withdrawal. It was noted a motor stall was seen with no environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced and the catheter remained implanted. It was noted the issue resolved. The pump was going to be returned to the manufacture.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing and stall due gear wheel 3. If information is provided in the future, a supplemental report will be issued.